Event description:
It was reported that this pacemaker system declared a lead safety switch (lss) due to high out-of-range pacing impedances on the right ventricular (rv) lead, measuring greater than 3000 ohms. When the rv lead is programmed bipolar pace/sense, the rv lead exhibited impedances greater than 3000 ohms with no capture. Troubleshooting was performed. A chest x-ray confirmed no lead fracture. The rv lead was reprogrammed. The device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker system declared a lead safety switch (lss) due to high out-of-range pacing impedances on the right ventricular (rv) lead, measuring greater than 3000 ohms. When the rv lead is programmed bipolar pace/sense, the rv lead exhibited impedances greater than 3000 ohms with no capture. Troubleshooting was performed. A chest x-ray confirmed no lead fracture. The rv lead was reprogrammed. The device remains in service. No adverse patient effects were reported.